Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.  Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was adhered/clogged at the nozzle and biopsy channel port. There was no damage to the area where the foreign material was detected, and the reprocessing steps at the material residue point were not deviated from the instruction manual. However, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera ii colonovideoscope exhibited foreign material clogging the nozzle and forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. The customer provided additional information. Reprocessing was completed before sending the instrument to the repair center. Reprocessing was performed according to the user manual. The problem was encountered after the procedure. There was no damage or infection to the patient/operator. There were no delays during the pre-cleaning phase or the manual cleaning phase. The detergent used during manual cleaning was enzymatic detergent neogiozym. The surface of the device has been cleaned during the pre-cleaning phase. The surface of the device was rubbed/brushed during the manual cleaning phase. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.